Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the power cord fell out of the purewick collection system. The complainant noted that they called many times attempting to replace the product with no success and no follow up with the patient. It was noted that they had to tape it in place until successful replacement. Also stated that there was a smell similar to that of burning rubber.

Event description:
It was reported that the power cord fell out of the purewick collection system. The complainant noted that they called many times attempting to replace the product with no success and no follow up with the patient. It was noted that they had to tape it in place until successful replacement. Also stated that there was a smell similar to that of burning rubber.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The bd purewick urine collection system and external power cord were returned. The power cord was able to fit into the device and required some force to be removed. When the device was plugged in and powered on, the light and sound indicative of pump function were present. The device was left to run and no burning rubber odor was noted. The device was opened and there was no odor in the device or evidence of overheating (pr #3406947), however, some dried residue was present in the inner pump tubing. As the reported event is unconfirmed, a DHR review is not required. Therefore, no further actions are required. The device was returned for evaluation. As the reported event is unconfirmed, a DHR review is not required. Therefore, no further actions are required. As the reported event is unconfirmed, a risk review and labeling/packaging review is not required. The actual/suspected device was inspected.